Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and received bolus not delivered alert. Blood glucose level at the time of the incident was ranging from 431 to 463 mg/dl and treated with bolus. Customer stated they changed the infusion the night before and woke up with high blood glucose. Customer declined troubleshooting. The insulin pump was not returned for analysis.